Event description:
It was reported that auto mode switching due to far field r wave over-sensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were to be made. The patient was stable.